Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg pulsewidth setting was re-programmed, and the device remains in use. No patient complications have been reported as a result of this event.